Manufacturer narrative:
Spacelabs healthcare technical support walked the user through restoring the display on the central. The customer confirmed the display was restored following power cycling the display. Cause of failure was not established.

Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), the xcs had unexpectedly powered itself down. When the device was powered back on, two of the four displays remained blank. There was no patient or user harm associated with this event.